Manufacturer narrative:
The field service technician had tested the ventilator and was unable to duplicate the reported problem.

Event description:
It was reported that the ventilator had readings that were low. When the ventilator breath rate was set to 25, it was reading a breath rate of 18.